Event description:
It was reported that the ilet user and spouse deployed an infusion set incorrectly during a supply change, inadvertently pinching the sides; the user then applied a new set without issues and blood glucose remained stable, indicating a user procedure issue involving the cannula. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.